Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary manufacturing engineering center (mec), there was no alert and no error messages for the pressure module displayed on the central control monitor (ccm). The module light emitting diode (led) was red and blinked on and off. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.